Manufacturer narrative:
E1 facility name: (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device exhibited a noisy image. The issue was found during set up or inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure due to ccd failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.